Event description:
The clinic reported that a laser vision correction patient was presented with corneal asymmetry on the left eye (os) after a 4 year post-operative exam of a refractive treatment. The clinic reported visual acuity has decreased. The patient has experienced a loss of best corrected visual acuity (bcva) on os. Pre op on right eye (od) was 20/20 and os was 20/20. The post op on od was 20/20 and 20/40 on os.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.